Manufacturer narrative:
The device, used in treatment, has not been received for evaluation. No further details were supplied, therefore we are unable to establish a relationship between the device and the reported event or determine a root cause on this occasion. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances in the past three years. The wound contact surface is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A review of the IFU for flexi-fix products, advises on the storage of these products, as noted temperature fluctuation can affect the silicone. A risk management review found the file contains the failure mode of adhesive off-setting and subsequent failure modes of the dressing not adhering / falling off. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment when removing, the silicone on the product adheres to tontteja film. No harm or injury reported and the procedure was completed with a competitor product.